Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the initial insertion of the intraocular lens (iol) it was found that the lens failed to make the patients vision better. The lens was explanted. Additional information was received; the left eye was the operative eye. Following the initial implant the patient reported "waxy vision". Six months following the initial implant the multifocal iol was replaced with a monofocal lens from a different manufacturer. The patients symptoms are reported to be resolved.